Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a gradual rise in shock impedance measurements of greater than 125 ohms. Technical services discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.